Event description:
When they were removing the ponsky pull, the internal bolster broke. The "ball" inside the patient was successfully retrieved after an endoscopic tube was inserted to check. Patient is ok.

Manufacturer narrative:
The complaint of a complete break in the feeding tube is confirmed and should be reported as user related. The break site is located between the proximal end of the retention dome and the 2 cm depth indicator. No damage to the retention dome was observed. The break site reveals traits that are indicative of excessive force that was applied during traction removal of this device. It is unknown how long the device had been in place prior to the complaint incident. Mating the two broken ends together revealed a close match. Gross visual and microscopic examinations and functional testing shows no evidence of a defect of deformity related to the manufacturing process.